Manufacturer narrative:
Medical devices continued: lnq11 implantable cardiac monitor implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was unable to capture the ventricle. A lead revision was planned. The lead remains in use. No patient complications have been reported as a result of this event.